Event description:
The customer reported to baxter an interlink continu-flo solution set with control-a-flo in which occluded tubing was detected when priming. The nurse initially had difficulty priming the set, but was able to eventually prime it. It was then connected to a peripheral line to infuse enzymes to the patient and would not flow. A new set was then used and it primed as normal. It flowed immediately when connected to the peripheral line and the patient received the full infusion. There was no patient injury or medical intervention associated with the report. The facility has used this product for many years, and this is the first issue anyone has had. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.